Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead was repositioned due to dislodgement. To date, the lead remains in service. No additional adverse patient effects were reported.